Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead was dislodged as confirmed via fluoroscopy. It was also noted that the helix of the lead failed to extend and retract post dislodgement. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The report events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.